Event description:
Catheter had a hole.

Manufacturer narrative:
It was reported that the device had a "small pin hole" that was noticed when inflating the balloon. No additional information is available at this time. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.